Event description:
This lead was implanted in (B)(6) 1995 and remains implanted at this time. It was noted on (B)(6) 2013 during routine follow-up that there was an increased number of vtachy episodes. The episodes appear to be instances of loc in the ventricle which are closely followed by intrinsic conduction, which led to a stored rhythm of ap vp (vs) and this 11double counting11 of the ventricular episodes have led to a stored vtachy episode. The physician was notified of this and the ventricular output was set to 4.5v @ 0.6ms. The current threshold of the rv is 1.8v @ 0.6ms. Testing at both 0.8ms and 1.0ms yeilded no further improvement in the rv threshold with the best threshold being 1.5v @ 1.0ms. The previous threshold was 1.3v @ 0.6ms. The patient has been booked for standard 6 month review. The physician and facility were unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).